Event description:
Information received by medtronic stated that the insulin pump had a pump error alarm. Customer stated that they were able to clear but not able to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unit was successfully downloaded using thus software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review it recorded pump error 40 (file number = 121 line number = 454) twice confirmed on 04/18/2022 at 10:01:00 and 10:11:00. Per engineering troubleshooting guide, it was determined that pump error 40 was due to a software issue. Pump was cut open to perform visual inspection and found dried insulin on the motor slide, corroded home switch and moisture on pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. Force sensor zero offset within spec (23mv). The following were noted during visual inspection: corroded battery tube, cracked keypad overlay, end cap address label missing, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label missing, cracked case, scratched case, corroded home switch and dried insulin - motor slide. In conclusion, critical pump error (open book image) alarm confirmed due to pump error 40 alarm. Pump error 40 alarm confirmed in the history files due to a software error anomaly on the motor safety test. Exposed to moisture was confirmed on electronic assembly, home switch and motor slide. Cosmetic damage was confirmed with cracked keypad overlay, cracked case, cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.